Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event occurred on an unknown date involving a plum 360 pump where it was reported that it did not alarm occlusion when it should¿ve been. The device just kept on pumping away. There was patient involvement but no report of patient harm.

Manufacturer narrative:
Engineering evaluates that: the engineering evaluates that the distal occlusion might be due to infusions with high rate and high volume to be infused (vtbi) or failing to verify the pressure alarm limit is set appropriate for the patient, flow rate and administration set. Engineering couldn¿t confirm any distal occlusion not alarming from the logs provided, as the logs confirm only the occurrence of occlusions and its clear condition scenarios performed. To conclude: engineering couldn¿t confirm the customer complaint, but the corrective action of distal occlusion and peak proximal occlusion were performed, and device started working as expected. The probable cause of the distal occlusion on 17th july is not programming the infusion as per the warning in technical service manual (tsm) document. Conclusion: there is nothing that indicates that the pump was not performing as expected. The device passed all performance verification test (pvt) testing without issue. No issue found with device operation, delivery accuracy or devices ability to occlude on demand on both proximal and distal sides. The device was occluded both on proximal and distal tubing and device occluded and infusion stopped. Customer protocol: the device was run using last known program(17/07/23 09:27:15) line: a, rate:999 ml/hr with vtbi :250 ml, duration:15 mins (auto calculated) the device gave distal occlusion immediately as device running at high rate setting. The opener regulator was found to be damaged and was replaced. The device was then reprogrammed line: a, rate:999 ml/hr with vtbi :250 ml, duration:15 mins and delivery completed without issue. Conclusion: based on log review it is concluded that the device was working as expected an no issue was identified with device operation. Device will be recalibrated and tested. Probable cause: not alarming occlusion when it should had been, the device just kept on pumping away ¿ not confirmed as not replicated during testing and no issue found in log review. Therefore, no probable cause determined. Distal occlusion - damaged regulator opener.